Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that he had been experiencing both hypoglycemic and hyperglycemic events. He reported a blood glucose reading 487 mg/dl. The customer declined troubleshooting for these issues. The insulin pump was not returned or replaced.